Manufacturer narrative:
Common device name: antigens, all groups, streptococcus spp. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was a false positive. The following information was provided by the initial reporter. Customer states they do not want to pursue a second complaint, as there is already one that is open - (B)(4). I asked the customer if they would like me to close the complaint. Waiting for them to respond. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): one false positive what result did the customer obtain from the bd product? Positive. What result was the customer expecting to obtain (if different from the obtained result) negative. Was this a qc, validation, or proficiency test? Patient samples were involved. Was patient treatment changed as a consequence of the issue with results? Tbd. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Tbd. Customer is reporting an additional fp result. Lot number is unknown. The patient tested positive initially at school, was sent to their physician, where they then tested negative.

Event description:
It was reported that while using the kit grp a strep 30 test veritor that there was a false positive. The following information was provided by the initial reporter customer states they do not want to pursue a second complaint, as there is already one that is open - 1960596. I asked the customer if they would like me to close the complaint. Waiting for them to respond. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): one false positive 1. What result did the customer obtain from the bd product? Positive 2. What result was the customer expecting to obtain (if different from the obtained result) negative 3. Was this a qc, validation, or proficiency test? Patient samples were involved 4. Was patient treatment changed as a consequence of the issue with results? Tbd 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Tbd customer is reporting an additional fp result. Lot number is unknown. The patient tested positive initially at school, was sent to their physician, where they then tested negative.

Manufacturer narrative:
H.6 investigation summary this statement is to summarize the investigation results regarding a complaint that alleges false positive result when using kit grp a strep 30 test veritor (material # (B)(4)), batch number unknown. Customer reported that the patient tested positive initially at school, was sent to their physician, where they then tested negative. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed as no batch number was provided. No photos or physical samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends.